Event description:
It was reported that the customer did not complete the priming process on the insulin pump correctly, causing 15.8 units of insulin to be delivered into her body. It was advised that the customer seek emergency medical treatment to avoid a hypoglycemic event. A follow-up call was attempted, but was unsuccessful in reaching the customer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.